Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a cryoablation procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, when the prostyle device was advanced into the patient anatomy, no bleed back was observed from the marker lumen. When the prostyle device was drawn back, a sort of resistance was felt, like it was catching on something. The footplate was not open. The device was removed against resistance, after a bit of wiggling resistance was less and it was able to be removed. The sheath was upsized to 12f and the cryoablation procedure was completed. Hemostasis was achieved with a z suture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - against resistance.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from return device, the investigation determined that the reported issue appears to be related to operational context. It is likely that under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle contributed to the reported no blood flow coming from the marker lumen. Interaction with patient anatomy, tissue likely contributed to the difficulty removing of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.